Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china (osh), omsc surmised that the reported phenomenon was attributed to the failure of the turret unit. There was the possibility that the failure of the turret unit was attributed to the accidental failure, because the reported phenomenon occurred after approximately three years from manufacturing and it was highly unlikely the aging deterioration. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china (osh). Osh checked the subject device and found that the reported phenomenon was duplicated due to the failure of the turret unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the front panel of the subject device flickered. There was no report of patient injury associated with the event.